Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition and intermittent loss of capture (loc). In addition, intermittently low out-of-range lv pace impedance measurements less than 200 ohms were observed. This lv lead was explanted and replaced. No additional adverse patient effects were reported.